Event description:
It was reported the pt complained of irritation and inflammation at her scs ipg site. The pt also stated the ipg surgical incision has opened up. An sjm rep spoke with the pt and instructed her to contact her physician. The rep also contacted the pt's physician and made them aware of the issue. Follow up on (B)(6) 2014 identified the pt was examined by her physician. The physician rebandaged the pt's ipg site and prescribed antibiotics. The physician does not plan any further intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.